Event description:
It was reported by the user facility to terumo cardiovascular that prior to cardiopulmonary bypass procedure, during prime, the venous reservoir bag leaked at the arterial filter connection. The product was changed out, no blood loss and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).